Manufacturer narrative:
(B)(4). H6 health effect - clinical code e0207 - delirium.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient did not have any symptoms when the cgm was 267-360 mg/dl. Without checking a finger stick reading, the patient administered themselves 12 units of insulin followed by an additional 8 units and then 4 more units. Approximately 30 minutes later, his children noticed he was talking strangely and not making sense so they called 911. When emergency medical services (ems) arrived, his blood glucose was 41 mg/dl. There was no medication provided to the patient and the cgm was not checked by ems. He was transported to the hospital where his bg was checked again but he could not recall the value. While at the hospital, there was no medication provided to the patient. He was in the hospital for 3 days. Upon discharge, the patient was reportedly feeling weak but better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.